Event description:
It was reported that, during a femoral fracture surgery, the reamer channel of a power combination reamer did not allow the small diameter reamer to the pass through. No significant surgical delay was reported as a smith and nephew back up device was available. No patient injury was reported. No other complications were reported.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but could confirm that the device has signs of wear and tear. The device shows signs of extensive use. A functional evaluation confirmed that the device was paired with mating part mechanism and does not function as intended. A review of complaint history did not reveal additional complaints. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.